Event description:
On (B)(6) 2025, the user reported persistent hyperglycemia throughout the day, with a highest blood glucose (bg) of 446 mg/dl. The user had been using meal announcements to correct high bg, which was discussed as a factor that can maladapt pump performance. The agent advised following high bg protocol, avoiding additional meal announcements, and monitoring bg manually until under 400 mg/dl. A follow-up call confirmed bg was trending down to 213 mg/dl. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.